Event description:
It was reported that the customer had a keypad anomaly on his insulin pump. The customer's blood glucose level was 157 mg/dl. Customer stated that none of the buttons were working. The act and esc buttons stopped working this morning. Customer was trying to change the reservoir. Buttons were working this morning for breakfast bolus. Customer was trying to bolus for lunch but the buttons didn't work. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).